Event description:
It was reported that the device was explanted after an implant duration of at least 118 months, due to aortic stenosis. No further details were provided. Information learned from implant patient registry and the operative report.

Manufacturer narrative:
Device not returned.